Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion as this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion as this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. This device remains in-service at this time. No adverse patient effects were reported.